Event description:
Treatment of an avm with onyx. It was reported during onyx injection, the physician observed onyx was not exiting from the catheter's tip, but from another location. The catheter was withdrawn and a hole was found at 1cm from the distal tip. It was reported that onyx had embolized a healthy vessel.

Manufacturer narrative:
The device involved in this event has not been returned for evaluation. A follow up report will be submitted when the device is returned and the evaluation is completed.